Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced the hyperglycemia. The customer¿s blood glucose level was 600 mg/dl. The customer¿s blood glucose at the time of the incident was 575 mg/dl and the current was 386 mg/dl. The customer¿s other blood glucose level was 300 mg/dl. The customer stated that her memory was shot. The troubleshooting was performed for the high blood glucose under delivery. The customer alleges the insulin pump was under delivery. The customer was not admitted in to the hospital as result of the high blood glucose. The customer was treated with the manual injection. The insulin pump will not be returned for the analysis.